Manufacturer narrative:
This report is being submitted to relay a correction to the initial submission report 0001038806-2021-01836. Supplemental submission 0001038806-2021-01836-1 has been submitted to correct section b5 of the initial submission which indicated that the implant fell from the mount during placement. In this case, the implant disengaged from the driver and was dropped while being placed in the mouth.

Event description:
Customer reported that the implant disengaged from the driver and was dropped while being placed in the mouth.

Manufacturer narrative:
One unknown iipdtu driver was reported but not returned. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review could not be performed for the driver as the item/lot number was unknown. Complaint history for the unknown iipdtu driver could not be performed as the item/lot number was unknown. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Driver malfunction and the reported event could not be verified since the driver was not returned. H3 other text : device remains in use.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address and fax number unknown / not provided. PMA/510(k) number not available. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that the implant fell from the mount during placement. New implant was placed.